Manufacturer narrative:
This complaint includes a known side effect for ablation of prostate tissue. No new risks were identified. No malfunction related to the adverse event was detected. Side effects from the treatment have resolved, and therefore this is a transient event.

Event description:
Blood in urine following treatment for ablation of prostate tissue.

Manufacturer narrative:
This complaint includes known side effect for ablation of prostate tissue. No new risks were identified. No malfunction related to the adverse event was detected.

Event description:
Blood in urine following treatment for ablation of prostate tissue.